Event description:
The reporter stated that the surgeon attempted to insert a aa4203tl toric silicone lens. The lens was loaded into the cartridge and prior to insertion the surgeon advanced the lens in the cartridge and saw what looked like a scratch on the lens, which turned out to be torn and did not want to use the lens. The reporter stated that this lens never entered into the pt's eye. Reporter stated that the lens may have picked up the reddish residue from the folding forceps that the surgeon was using on this case. No pt injury.